Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of door not fully latched through the observation of the alarm at device power-up, but could not reproduce it during evaluation. Evaluation determined the cause to be a loose upper link screw. The link screws replaced to correct this condition.